Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The depth gauge for 2.0mm and 2.4mm screws (part # 319.006/ lot # h521667) was received at us cq. The device was received with the needle component broken off the body. No fragments were returned. All other components were present. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection was not performed due to post-manufacturing damage. The needle fragment was also not returned thus no inspection could be performed. The overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use/during handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 319.006, synthes lot number: h521667, supplier lot number: h521667, manufacturing site: synthes monument, release to warehouse date: 08-may-2018, supplier: avalign nemcomed. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of a depth gauge broke off coming through the sps sink. The actual metal part that measures broke off. The issue was found during the resetting of the instruments and restocking implants. There was a base, sleeve, and protection sleeve but no tip of depth gauge. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).